Event description:
The patient was undergoing a coil embolization procedure in the arc of riolan and superior mesenteric artery (sma) using pod packing coils (pod pc), ruby coils, and a lantern delivery microcatheter (lantern). It was reported that the lantern was flushed. During the procedure, the physician placed ruby coils in the target vessel using the lantern. Next, the physician was advancing a pod pc into the target location using the lantern; however, when the pod pc had reached the distal end of the lantern, the physician noticed that the lantern was no longer in position. Therefore, the physician decided to resheath the pod pc. Subsequently, the hospital technologist was retracting the pod pc out from the lantern and noticed the coil was not fully attached to the pusher assembly. Therefore, the lantern containing the pod pc was removed. It was reported that the pod pc only attached by a thread of metal on the back table. There was no noticeable damage to the pusher assembly. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.